Event description:
The report from the study indicates that the patient was hospitalized for unstable angina post angioplasty. The control angiographic showed an occlusion (restenosis) at the target lesion. The treatment is waiting for the moment.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. An additional information will be submitted within 30 days of receipt.